Event description:
When rn was emptying drainage chamber by unclamping the distal clamps into drainage bag, distal clamp pulled and dislodged the drainage bag tubing from the drainage chamber. Evd clamped, no additional csf drained. Charge rn notified, neurosurgery resident notified and at bedside, cleaned with chlorhexidine and under sterile technique placed a new becker drain system to patient. This is the third event with this manufacturer's device at this facility.